Event description:
It was reported that incisions in the shoulder for arthroscopic portals in the intraarticular and subacromial area were made and a multiliamentary injury was evidenced and it was intended to be repaired in a row with a peek 5.5 mm healicoil with mac point. It was decided to make a second row with a footprint peek 4.5mm. The preparation was made with a punch of 3.8 mm and the implant was placed. However, at the time of placing the implant, it broke. The doctor decided to remove the implant and place another footprint peek 4.5mm. No significant delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported 4.5 footprint ultra pk anchor assembly, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Additional information in g3.